Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level but did not provide their actual bg level. The cause was unknown. The customer mentioned they went to the ER but declined assistance and follow up from tandem technical support regarding the issue. No additional patient or event information was available.